Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the collimator and verified the beam alignment. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the generator displayed a bad iris potentiometer message intermittently at boot up. No patient injury was reported.